Manufacturer narrative:
Reviewed device history records. Results: device was manufactured to all applicable specifications. Review of the fractured tip showed that the surface texture and orientation are consistent with brittle fracture due to stress exceeding the strength of the material. Shear stress at this location is consistent with application of torque, which is the intended application of the device. The flat angled nature of the fracture suggests that the tip was subjected to an off axis loading condition in which a moment was placed on the tip, resulting in the fracture. No manufacturing defect, signs of excess wear or inclusions that would cause this failure were observed. The torque wrench used in the procedure was included in the return with the driver. The torque wrench was evaluated and found to be within its assigned calibration specification.

Event description:
While tightening the set screws, the distal end of the set screw driver broke off inside the set screw. The broken portion of the driver could not be retrieved, it remains in the patient.